Event description:
Attempts for product return showed that the normal protocol was the destroy explants after 30 days; therefore, the explanted devices were likely discarded.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data: previously submitted MDR inadvertently omitted the lead explant date: this report is being submitted to correct this information.

Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. The patient¿s device was subsequently programmed off. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient underwent surgery on (B)(6) 2014. The patient¿s generator was replaced and tested with the existing lead which still showed high impedance. The surgeon attempted to replace the patient¿s lead but was unable explant it due to scar tissue. The surgeon was unable to implant a new lead due to the patient¿s anatomy. The procedure was completed without replacing the patient¿s lead. The patient's lead has not been replaced to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.

Event description:
Surgery notes from (B)(6) 2014 were received indicating that the patient's old electrodes were removed except the few millimeters that were locked around the vagus nerve. There was dense scar tissue between the vagus nerve and the jugular vein. With repeated attempts at microsurgical dissection to free up an area of the vagus nerve for a new lead, this was unsuccessful due to the tenacious scar tissue and the risk of damaging the nerve or the vessel.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.